Event description:
It was reported that during a surgical procedure at the user facility that the handle of the access cannula separated while removing the cannula from the patient. The needle was successfully removed. No medical intervention, surgical delay, or adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility that the handle of the access cannula separated while removing the cannula from the patient. The needle was successfully removed. No medical intervention, surgical delay, or adverse consequences were reported with this event.